Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 170 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device had missing end cap sticker, cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, and broken reservoir tube lip.